Manufacturer narrative:
The device was received in with damages to the exterior housing and the dust covers in the battery slots. Functional testing of the unit showed the device did not sound when in use with the pull magnet and sensor pad. Upon opening the device, it was noted the failure was due to a faulty speaker, where the speaker impedance was out of range. This loss of functionality would result in the alarm¿s failure to alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. The defect. Manufacturer reference file #(B)(4).

Event description:
Customer reported the alarm has no sound no matter which tone you pick. The date the issue was discovered is unknown and no patient incident or injury was reported.